Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error. Customer also stated their keypad was unresponsive. Customer's blood glucose was 181 mg/dl. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.